Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the lifevest all around his body. The irritation was described as itchy and red. The patient was prescribed hydrocortisone cream by his cardiologist. Follow-up indicated that the condition had improved.